Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 31 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. Nothing further was reported.